Event description:
Sales rep reported that during an acl, four screws failed while being implanted in the femoral side. The surgeon went down in size each time. Every time the surgeon proceeded to place the screw in the tunnel it would break. Surgeon finally extracted the graft, trimmed it down and reamed the tunnel up one size. Went to a 9mm drill bit and successfully placed a 7x20mm screw. A hamstring graft was being used. The breaks occurred both obliquely and transverse within the distal threads. The driver was fully seated within the screws. The malfunction form states that the surgeon did remove the driver and re-insert prior to the screws breaking. It also states the patient had extremely hard bone. The guide wire may have bent and the angle of the driver could have placed additional stress on the screw. The surgeon experienced a 30-minute delay as a result. Sales rep. Confirms that any fragments remaining were removed with graspers and suction and the surgeon is confident nothing remains in the patient. No patient injury occurred.

Manufacturer narrative:
Device is not being returned for evaluation therefore no determination could be made for the reported device failure.